Event description:
It was reported the insulin pump alarmed motor error and was experiencing high blood glucose of 314 mg/dl currently. Customer's spouse did not recall blood glucose during time of alarm since it occurred several months back. Customer's spouse does not recall any significant event that may have caused the device to alarm. Device was not exposed to an MRI. Customer does use the sensor feature. Customer's spouse was advised about false motor error alarms occurring, if customer tried to see the sensor glucose graph while bolusing. Customer's spouse stated the customer was able to complete the rewind process. Customer's spouse was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, prime and excessive no delivery test. However, the insulin pump alarmed motor error during the occlusion test due to faulty force sensor. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, broken belt clip slot, and missing end cap sticker.